Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pulse generator independent patient presented for upgrade procedure on (B)(6) 2018. Upon implanting the right atrial lead, poor capture thresholds were noted in two different locations. The lead was not used and another was implanted. The patient was extremely anxious at times throughout the procedure, including panic attacks and severe claustrophobia. This was managed with sedation boluses. The patient was transferred to recovery unit in good condition. There were no intraprocedural complications.